Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to model#: serial number (B)(4), lot number 62263. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported when trying to reload the xen45 gts, "the bevel of the needle is stuck inside the needle and the slider is very stiff." Affected eye is right. There was no eye injury noted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the complaint was not able to be confirmed as the gel stent was not returned. The injector was not able to be actuated as it was not able to be sufficiently straightened. The reported complaint of the xen glaucoma treatment system was not confirmed. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force = 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported when trying to reload the xen®45 gts, "the bevel of the needle is stuck inside the needle and the slider is very stiff." Affected eye is right. There was no eye injury noted.